Event description:
During an atrial fibrillation ablation procedure using a viewflex xtra ice catheter, the tip of the catheter fractured. After femoral access was obtained, a viewflex xtra ice catheter was inserted through a 10f fast cath introducer. It was noted on fluoroscopy the catheter appeared to buckle slightly when it caught on a side branch of the vasculature during advancement. Upon further advancement, the tip of the catheter appeared to be bent at a 90 degree angle. The catheter was replaced to complete the procedure with no adverse consequences to the pt.